Event description:
It was reported that the device would not turn on or off. No patient involvement.

Manufacturer narrative:
Additional information: e4, d8, d9, h6, h7, h9. A review of the complaint history record was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 31mar2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : device was recevied and evaluated.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on or off. No patient involvement.